Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed the cassette not attached alarm during testing. There was no patient involvement.

Manufacturer narrative:
D9: product received date 11/6/2024. H3: one device was returned for repair with complaint that the pump showed the cassette not attached alarm during testing. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of event log found no relevant information. Visual/functional testing was performed. Found the downstream occlusion (dso) seal was damaged by over glue. Probable cause there was a non-manufacturer repair done on the unit, that resulted in over glue of the dso seal that contaminated the dso sensor causing the error.